Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level ranged from 30 mg/dl to 300 mg/dl. The insulin pump was falling apart. She thought the sun started disintegrating the plastic on the insulin pump. The plastic around the reservoir compartment was crumbling. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. No unexpected low battery alarm noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.